Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found that 1 of the 2 sensors had a broken cannula. The broken part was missing. The sensor was retracted to the other side of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product. 1 remaining sensor performed the bicarbonate buffer test per (B)(4). The sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that her blood glucose was 34 mg/dl but her sensor glucose was 77 mg/dl. The customer treated the low and felt okay at the time of call. The customer stated that there were issues with sensor accuracy on her two prior sensors as well. The customer's insertion technique was reviewed and found to be proper. There were no bent cannulas on the previous sensors either. The customer was advised to monitor the sensor glucose performance. Two sensors were returned for analysis and two replacement sensors were shipped to the customer.